Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This incident was initially reported within manufacture reference number (B)(4). This incident report is being submitted to reflect an update to the device manufacturing location.

Event description:
Related manufacturer reference number: 3006705815-2019-04340. It was reported during a procedure to address lead migration (reference manufacturer report 3006705815-2019-03889 and 3006705815-2019-03890), the physician was unable to implant replacement leads due to scar tissue. As such, the physician opted to explant the system.